Event description:
Information received indicates when the brake is engaged, the right head caster would still swivel.

Manufacturer narrative:
The technician found that the caster was worn, the set screws had broken off inside the hex rods, and the link was worn. The technician replaced the right head caster, the link, and the hex rods to repair the stretcher.